Event description:
It was reported that during service / maintenance, the flex deflectable videoscope had a communication error, and poor image quality occurred. There was no patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the image pickup and damage to the video connector circuit board due to the b31 error code. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by damage to the image sensor unit (disconnection, etc.) Due to stress from use, external factors, or handling, or a malfunction of the electrical board components. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.